Manufacturer narrative:
H.6. Investigation: it was reported that the bin will not close all the way on the trolley. The customer below ordered a chemo sharps collector and foot trolley and stated the foot trolley is not operating properly, it does not allow the bin to close all the way. A sample and pictures were provided for evaluation. A review of the device history record (DHR) and non-conforming material report (ncmr) was performed for the last twelve months there were no issues reported like trolley defective during the manufacturing process. It was confirmed the arm of trolley isn¿t properly placed due to the drilled hole on the arm that was misplaced. The root cause was incorrect placement during drilling. This was a manufacturing issue and an update to the manufacturing process instruction has been completed to prevent the issue from occurring again. H3 other text : see h.10

Event description:
It has been reported that the bd¿ sharps coll chemo 19gal yellow has been found experiencing inability for the lid to close before use. The following has been provided by the initial reporter: material no: 305613. Batch no: unknown. It was reported that the bin will not close all the way on the trolley. The customer ordered a chemo sharps collector and foot trolley and stated the foot trolley is not operating properly, it does not allow the bin to close all the way.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ sharps coll chemo 19gal yellow has been found experiencing inability for the lid to close before use. The following has been provided by the initial reporter: material no: 305613 batch no: unknown. It was reported that the bin will not close all the way on the trolley. The customer ordered a chemo sharps collector and foot trolley and stated the foot trolley is not operating properly, it does not allow the bin to close all the way.